Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2018-05152. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned at the deepest part of the laa that could be safely reached and a 21mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed in the laa and shortly after deployment, the echocardiographer noticed a growing pericardial effusion. A pericardiocentesis was performed to extract fluid from the pericardium. The patient was stabilized and the closure device was implanted and released from the core wire.